Event description:
This rv lead was implanted on (B)(6) 2005. A call to technical services on 11/14/1201, states that this lead was explanted, due to the fidelis recall. Patient is pacer. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).